Event description:
During a procedure, the pulsar ii generator and plasmablade handpiece were fully functional and performed as expected; however, the external defibrillator physio control lifepak 15 (serial number (B)(6)) was restarting when the plasmablade was activated. It was reportedly uncertain if there was a connection between the systems. The pulsar ii was not plugged directly into a wall outlet. Instead, it was plugged into a con med smoke evacuator to auto-trigger smoke evacuation. It was also noted that the lifepak 15 had recently been repaired for defective behavior. There was no patient impact. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).